Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6).

Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that the patient suffered from high blood glucose and admitted in hospital for 4 hours event on 19-may-2024.. Blood glucose level was 594 mg/dl the reported symptoms were nausea, dizziness and stomach pain. Therefore, patient was treated with IV-bolus. No further information available.